Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified. (Expiry date: 05/2024).

Event description:
It was reported that during preparation of a vena cava filter placement procedure, the filter pusher was allegedly broken. The procedure was completed by using another device. There was no patient contact.

Event description:
It was reported that during preparation of a vena cava filter placement procedure, the filter pusher was allegedly broken. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral, denali vena cava filter kit was returned for evaluation. Pusher catheter was still inserted within the touhy adapter. The pusher wire noted to be detached from the pusher catheter and still inserted inside of the storage tube along with the filter. Based on the findings, the investigation is confirmed for the reported detachment issue as it was noted that the pusher wire detached from pusher catheter. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024),